Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the supplier and evaluated. It was reported that the scope had a crack in the lens. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: endoscope shows scratches, distal tip deposits/discoloration and image is blurred. Broken optical components inside optical system and outer tube bent, outer tube damaged, needle outer tube bent, distal tip has deposits, optical system, optical components, broken lenses in optical system, the device was repaired, and found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during inspection, it was observed that the endoscope device had a cracked lens. During in-house engineering evaluation, it was determined that the device had broken lens and optical components, deposits on its distal tip and a blurred image. There was no procedure nor patient involvement reported. No additional information was provided.